Event description:
Ous MDR - after an implant duration of about 19 months, it was reported that the device indicated eri. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.